Event description:
Customer reported check valve failure with fluid visualized going from secondary bag into primary bag even though the head height differential was correct. Patient was receiving cisplatin chemo. The nurse noted only 1/3 of expected dose was left in secondary and the remaining 2/3 (approximately 400 ml) had gone up into the 1 liter primary bag. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. The customer complaint of check valve failure could not be confirmed due to the product was not returned for failure investigation. The customer stated the set has been discarded and is not available for failure investigation.